Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the high impedance was not collected for this study. Additional impedance information: 8<(>&<)>10 4424 8<(>&<)>11 4747 c<(>&<)>10 2422 c<(>&<)>11 2625 c<(>&<)>8 2430 ¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's impedances were out of range. No patient symptoms or further complications were reported as a result of this event. Impedance information: c&0 2627; c&2 2326; c&3 2405, 0&2, 4667 0&3, 4778 2&3, 4191.